Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and was unable to reproduce the reported issue. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) displayed high drive pressure alarm. The user restart the unit few times and code #52 was registered too. In addition, the user changed to other iabp to continue the treatment, there was no harm or injury to the patient and no adverse event was reported.